Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the atrial lead exhibited far field r-wave (ffrw) oversensing, as well as possible intermittent undersensing. The lead will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.